Manufacturer narrative:
Corrected data e1 initial reporter information updated with the correct physician details. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices after having unrelated surgeries. The ipg was in surgery mode prior to the surgeries. A manufacturer representative met with the patient, but was unable to connect. In turn, surgical intervention may be pending on a later date to address the issue.